Event description:
Customer called to report the insulin pump had issues with the battery not lasting as long as it should. Blood glucose reading was 320 mg/dl. The insulin pump alarmed for battery out limit and weak battery. The customer stated that the insulin pump shutdown even though the battery had full bars. Customer mentioned that a replacement battery did not resolve the issue. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)